Manufacturer narrative:
A review of the manufacturing records for the reported synchro was not performed as the catalog and the lot number were not provided. Based on the information currently available the exact cause for the reported guidewire coating peeling and un-retrieved device fragment cannot be definitely determined. However, the patient complication (granuloma) are known risks associated with endovascular procedures, covered under embolus and are listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
While at a medical conference, a neurosurgeon reported that he has previously seen coating come off a synchro guidewire, and subsequently formation of granuloma in the patient¿s brain. No further information is available.

Manufacturer narrative:
The subject device is not available.

Event description:
While at a medical conference, a neurosurgeon reported that he has previously seen coating come off a synchro guidewire, and subsequently formation of granuloma in the patient¿s brain. No further information is available.